Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on a defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated lead impedance out of range alert. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(4), and (B)(4) 2013. Max defibrillation active can impedance rises from an approx. Baseline of 65 ohm the week ending (B)(4) 2013 to greater than 200 ohm the week ending (B)(4) 2013.

Event description:
It was reported that there was right ventricular (rv) lead warning for high rv coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.